Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. On (B)(6) 2022, programming changes were made on the device which resolved the issue. Patient was stable.